Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as pn 930415, ln 0331870 as provided by the customer is not a valid lot number. Therefore, the batch record could not be reviewed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the distributor that the device had particulate.

Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that the device had particulate.